Manufacturer narrative:
The ICD and the lead under complaint were returned for analysis. The ICD was interrogated. The interrogation could be properly performed and revealed the eri battery status, confirming the clinical observation. Next, the ICD was subjected to an analysis of the electrical parameters. The current consumption of the ICD was checked and found to be normal and as expected. Analysis of the battery condition, however, showed an inconsistency of charge taken from the battery and the battery voltage. A premature battery depletion could be confirmed during analysis. Please note, this ICD is affected by the field safety corrective action, bio-lqc, initiated in (B)(6) 2021. Upon receipt, the lead under complaint was found cut 51 cm proximal to the lead tip. The distal fragment was received for analysis. The proximal fragment including the df4 connector pin was not returned. An extraction aid was found on the lead body, it is reasonable to assume that the lead was cut during the extraction procedure. The insulation in the distal end region was found damaged due to wear. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Furthermore, the insulation was found abraded through 48 cm proximal to the lead tip, which most likely resulted due to constant friction against the generator housing. The above mentioned insulation damages are assumed to be the root cause of the reported oversensing. The manufacturing process for the lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
After an implantation period of approx. 65 months, it was reported that the device shows the eri status. Furthermore oversensing on the rv lead was observed. The ICD and the lead were explanted. Please note this ICD is affected by a field safety corrective action, bio-lqc, initiated in march 2021.